Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection was performed and noted no physical damages upon receipt. The archive data review indicated multiple error message user advisory (ua) 45 on the reported event date. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries for 30 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that during training, the autopulse platform keeps displaying ua45 (not at "home" position after power-on/restart), the customer was provided detailed instructions how to bring the shaft to home position; however, after attempting to clear the error many times they reported the issue keeps coming back. No patient involvement.